Event description:
It was reported that an employee splashed cidex plus solution in the corner of their right eye. The employee reported they were wearing gloves, disposable jacket and eye goggles at the time of the incident, but that the goggles may not have been secured on their face.